Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that capture thresholds had increased on the right ventricular (RV) lead. Micro-dislodgement of the RV lead was confirmed. The RV lead was explanted and replaced without complications. The patient was stable before, during and after the procedure.